Event description:
It was reported that preoperatively to an unknown procedure, it was observed that the robotic assisted array clamp device and the cas ligament tensor size 2-xf device were defective. During in-house engineering evaluation, it was determined that the robotic assisted array clamp device was broken (2+ pieces) : device fractured. It was not reported if there were any delays in the surgical procedure or if a spare device was available for use. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed.

Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. Device was used for treatment, not diagnosis. If information is obtained that was not available for this medwatch, a supplemental medwatch report will be filed as appropriate. H11: additional narrative: the actual device was returned for evaluation. Visual analysis revealed the array clamp clasp assembly was broken into two (2) pieces. The fractured occurred between the hinge joint and the hirth teeth. Additionally, the peek washer was extruded beyond the larger diameter base of the clasp wingnut, and the clasp spring was collapsed and deformed. The observed condition of the returned device suggests that the wingnut was tightened beyond the material limits of the assembly, ultimately causing the clamp to fail. Properly handling and attention to the approved use of the device diminishes the risk of failure. It is recommended that the user follow the guidance on "bone array setup" instructions for use (IFU). A dimensional inspection and functional testing were not performed as it is not applicable to the complaint condition. The overall complaint was confirmed as the observed condition of the velys array clamp would have contributed to a device issue. The assignable root cause was determined to be due to unintended use error caused or contributed to event.